Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not being delivered resulting in an elevated blood glucose (bg) level of 396-397 mg/dl. A supply change was performed to address the issue and a correction bolus was delivered to address bg. Reportedly, the contact was unsure if the issue had occurred due to a supply issue or if the customer had accidentally not delivered insulin. As the issue had occurred in the past, no troubleshooting could be performed.